Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient has a prior medical history of very severe aortic stenosis, and the left-ventricle (lv) cavity was narrowed. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) then subsequently discharged. Post-procedure on an unknown date, the patient reported with a symptomatic relief. On (B)(6) 2026, the pressure gradient did not improve as expected measured at a 40mmhg. Additionally, original vmax of 6.0 m/s was decreased to 4.0 m/s. On (B)(6). 2026, post-implant balloon valvuloplasty (post-bav) was decided to be performed. Prior to bav, a pressure gradient measurement was performed using a non-abbott wire and observed to have 8mmhg, so the physician decided to not proceed with post-bav. It was commented that accelerated blood flow within the lv persisted despite navitor implantation, and it was acknowledged that pressure assessment by post-operative echocardiography was inaccurate, with intraoperative wire-based measurements providing greater accuracy. The patient had an extended hospitalization. The patient was in a stable condition.